Event description:
It was reported that 18 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: when the joint is in use, the piston cannot be pushed after the connection, resulting in the occlusion of the joint.

Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified in model # and catalog # is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in PMA/510k is for the domestic similar product: k960280. Investigation summary: six 2000e china products from lot 22015562 were received for investigation; four samples were received in opened packaging and two samples were received without packaging for investigation. The feedback provided by the customer indicates a complete occlusion was detected during priming, furthermore the connecting product was a weigao infusion set. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. All six samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.